Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on (B)(6) 2011 states that there was a recent onset of noise on ra egm. Inappropriate atrs stored, reproducible. Discussed turning afrt and v>a off both pre- and post- shock. Also tried ra agc to least which seemed to correct oversensing, p=2.8mv. Recommended continued monitoring with enhancements on and ra agc to least. Will disucss with ep and call back if indicated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).